Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine follow up in clinic. Upon review, the implantable cardiac defibrillator exhibited non-sustained ventricular over-sensing episodes due to qrs double counting. Programming changes were successfully made. Patient was stable and will continue to be monitored.